Manufacturer narrative:
Pump received with broken reservoir tube lip, broken belt clip slot, cracked case near display window corners, and severely scratched display window noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a crack in the reservoir compartment and the drive support cap appears to be damaged. Customer's blood glucose was 103 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.